Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male with hypertension and diabetes, underwent aaa repair in 2009. The procedure was conducted as labeled, and the patient received a zenith main body and two zenith iliac legs. After placement, post angiogram noted a proximal type I endoleak and a type ii endoleak from the inferior mesenteric artery (ima). After re-ballooning of the proximal neck with another manufacturer's balloon catheter, a reduction of the endoleak was noted. The physician decided to conclude the procedure and follow-up at a later time. The patient's outcome is unknown, as not provided by reporter.